Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from 3091141 to 3110741. H6 correction: reported device code 2983 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was determined that the reported malfunction was referring to a cuff miss [suture retrieval issue] and not a plunger jam. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of an unspecified artery using the pre-close technique via prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture mechanism when activated did not place the stitch in the artery wall during step 2 [plunger jam]. The suture of a new device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.